Event description:
It was reported that the patient experienced erosion and a cylinder crossover with the ams inflatable penile prosthesis(ipp) device. It is unknown if the device was removed or replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the device was non function and the cylinder were removed and will be re-implanted in the future. Additional information received that the pump was explanted but the reservoir was not explanted due to severe encapsulation and the surgeon did not want to make an extra incision to get it out. Another reservoir was implanted. The patient status post surgery was reported to be very well.